Event description:
It was reported that the patients implantable pulse generator (ipg) was having difficulty communicating with the remote control. It was also noted that the patient cannot feel stimulation. The patient underwent an ipg explant procedure. No further information has been obtained.